Event description:
The following was reported to hamilton medical ag: several alarms occurred during standby mode. The self-test failed; these malfunctions were noticed before usage; various alarms were observable both visually and through hearing. Alarms for alarm-lamps-defect, autozero-valves and nubulizer-valve; the device logs cover the events of the time of failure. These malfunctions were reproducible; there is no patient involvement reported; there was no need for any medical intervention reported; neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Manufacturer narrative:
Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: several alarms occurred during standby mode. The self-test failed. These malfunctions were noticed before usage. Various alarms were observable both visually and through hearing. Alarms for alarm-lamps-defect, autozero-valves and nubulizer-valve. The device logs cover the events of the time of failure. These malfunctions were reproducible. There is no patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.